Event description:
Information was received from a patient regarding an external device. The reason for call was to report that about 2-3 days ago noticed that the recharger isn't charging and the battery lights are scrolling up and down. When asked, patient said that the last time charged was about 3 days ago. When asked, patient said stores recharger in the case in between uses. With instruction, patient placed the device on the dock and pressed and held the power button for 5 seconds while in the dock however the lights did not stop scrolling. Patient removed the device from the dock and reset the recharger however the same thing happened. Patient tried each step again however the issue was not resolved through troubleshooting. An email was sent to the repair department.

Manufacturer narrative:
H3: analysis of the wireless recharger ((B)(6)) revealed that the led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Continuation of d10: product ID wr9220 lot# serial# (B)(6). Product type recharger product ID cd9000 lot# serial# (B)(6). Product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.